Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; full atrial lead was returned and analyzed.

Event description:
It was reported the atrial lead was removed due to dislodgement and subsequent high thresholds. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.